Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Date of event - unknown; expiration date - unknown; date implanted - unknown; manufacture date - unknown.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: " undesirable shortening of limb. "

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a (B)(6) clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, malpositioned cup and trochanteric bursitis was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date. Additional information received from clinical study data noted that the patient underwent a right hip arthroplasty on (B)(6) 2004 and the presence of a leg length discrepancy .

Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a mom clinical study. It was reported that patient underwent left total hip arthroplasty on an unknown date. During post operative monitoring and testing, malpositioned cup and trochanteric bursitis was noted. These findings were found due to follow up testing, there were no symptoms reported by the patient. There has been no reported revision procedure to date.